Event description:
Indwelling catheter would not deflate. Pt had to come to emergency room for removal. Co rep contacted. Two other catheters from the same box tested with no problems noted. No definitive reason for problem.